Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient reported that he developed sores on his back under the rear therapy electrodes. The sores were reported to be open and bleeding. The patient removed the device due to the affected area. During a follow-up it was reported that the patient ended use of the lifevest due to an allergic reaction to the electrode belt. The final medical outcome of the skin irritation is unknown. No alleged device deficiency.